Event description:
It was reported that patient underwent a leg procedure on unknown date. Subsequently, cement erosion stemming from a lack of bone in the patient has made further revision necessary. However, no revision has been scheduled to this point.

Manufacturer narrative:
Event date - unknown implanted date - unknown explanted date - device remains implanted. Manufacture date- unknown date. Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.